Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also reported that the customer was unable to exit the prepare to prime loop. Customer's blood glucose level at the time 155mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify occlusion, prime/a33 and excessive no delivery test due to motor error alarm; the motor was tested outside the device and passed. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, broke reservoir tube lip and cracked case at reservoir tube window corner.